Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reeu1438 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "team opened up the PICC kit and there was a dried bug on the csr wrapping. Product was never utilized on a pt."

Event description:
It was reported "team opened up the PICC kit and there was a dried bug on the csr wrapping. Product was never utilized on a pt."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a dried insect on the csr wrap was confirmed; however, the root cause was not identified. The product returned for evaluation was one photographs depicting a portion of powerpicc catheter tray. Both photographs depicted a portion of the csr wrap. A small insect-like object was visible in both photographs. While an insect was evident in both photographs, the source of the insect could not be determined. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. H3 other text : evaluation findings are in section h.11.